Event description:
Same case as MFR#600089-2004-01650. It was reported that 279 days after a coronary durg eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled in the study in 2004. Target lesion 1 was identified in the mid rca with 75% stenosis and a 3.3 mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of two overlapping taxus stent (3.0x24mm and 3.0x16mm). Residual stenosis was 0%. There were no reported complications and the pt was discharged in the next day. The pt presented in about 9 months later with angina and cardiac catheterization revealed: rca (target vessel)-heavily calcified, 40% proximal stenosis, 60% distal stenosis prior to takeoff of the pda, 80% stenosis prior to takeoff of the rlvb, severe luminal irregularity, lmca-proximal calcifications, luminal irregularities, lad-20-30% luminal irregularities in the lad and diagonal branches, lcx-100% occluded,lvef=35%. In about 9 months later the pt's distal rca was treated with balloon angioplasty. An attempt was made to advance a balloon into the pda, but this was unsuccessful. The cath report notes there was significant residual stenosis at the end of the procedure. There were no reported there were no reported complications and the pt was discharged the following day. In the opinion of the physician the relationship of the taxus stent to the event is "not related."